Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information about the reported event. We will provide a follow up report upon the completion of our investigation.

Event description:
A distributor reported on behalf of healthcare facility in (B)(4) that the headgear of a rt045 non-vented hospital full face mask was broken during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The (B)(4) non-vented hospital full face mask features a mask base, seal, and headgear. The mask is intended to enable noninvasive positive pressure ventilation (nppv) therapy (CPAP or bi-level) to be delivered to spontaneously breathing adult patients with respiratory insufficiency or respiratory failure and have been prescribed nppv. The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place. Method: the complaint (B)(4) was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: customer reported that the headgear of a (B)(4) non-vented hospital full face mask was broken during patient use. Conclusion: without the complaint device, we are unable to determine the cause of the reported event. The (B)(4) non-vented hospital full face masks are visually inspected at the time of production, and those that fail are rejected. Our user instructions illustrate in pictorial format the correct set-up and proper use of the (B)(4) non-vented hospital full face mask. It also states the following: inspect the mask for damage. Discard the mask if any parts are broken or if the seal is torn. Ensure that the correct mask is being used for the therapy device. Verify that the mask is the correct size for the patient. Ensure adequate patient monitoring is in place. Verify that the therapy device, including alarms and safety systems, are functioning correctly prior to use. The mask must be fitted and therapy established by an appropriately trained medical practitioner or care provider. This mask may only be used in a hospital or clinical setting where the patient is adequately monitored by trained medical staff. Failure to monitor the patient may result in loss of therapy, serious injury or death.

Event description:
A distributor reported on behalf of healthcare facility in japan that the headgear of a rt045 non-vented hospital full face mask was broken during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information about the reported event. We will provide a follow up report upon the completion of our investigation.

Event description:
A distributor reported on behalf of healthcare facility in (B)(6) that the headgear of a rt045 non-vented hospital full face mask was broken during patient use. There was no reported patient consequence.